Manufacturer narrative:
Received device was undeployed and the needle cap and adhesive liner were still attached. According to the data download, the device delivered 52 pulses before triggering an 0x5c hazard alarm. Timeouts and drive stall were observed. Visual inspection of the drive mechanism found an incorrectly installed spring latch that was lodged in the reservoir cap window, restricting the rotation of the ratchet gear. This led to the drive stall, timeouts and triggered the 0x5c alarm, preventing completion of the second priming sequence and thus causing the needle mechanism to not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.